Manufacturer narrative:
The cobas e411 rack serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys prolactin assay results from an unspecified number of patient samples tested on the cobas e 411 analyzer (rack system). The reporter stated that the initial and repeat results from the analyzer were high, while the results from a competitor analyzer were within the normal range. The reporter acknowledged the difference in the analyzer's reference ranges but stated that it was not possible based on the population. The reporter stated that they have a process to repeat patient samples with high results, and if the results from the repeat are also high, magnetic resonance imaging (MRI) or macroprolactin is ordered; one physician would also send out the samples of his patients with high results to another laboratory.

Manufacturer narrative:
Medwatch field b3 date of event updated. The investigation included a review of the calibration, qc data, and alarm trace: the calibration results show a slight increase in calibration signal 2 with the agent lot change; the calibration signals were within the expected ranges. The qc results were within the 2 standard deviation range surrounding the date of event. There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. The investigation noted that the results from the analyzers were from different patient samples. Regarding the differences in the results generated with the different analyzers, it needs to be taken into account that the assays from different vendors can generate different values. This relates to the overall set-ups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. The investigation did not identify a product problem.